Event description:
The device was explanted due to battery depletion, and subsequently tested out of specification at manufacturer's analysis. No patient complications have been reported as a result of this event.